Event description:
(B) (4)

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4)v distal conductor blood/body fluid (not obstructed). Full lead returned and analyzed. Additional analyst comment - helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt.

Event description:
It was reported that, during implant procedure, after a few minutes, the rv (right ventricular) capture threshold increased up to 8 v. During repositioning, the helix did not come out of lead tip and was stuck. Lead removed and replaced with a new one. The patient outcome was reported to be okay. The next day, 500 cc of blood was removed from patient's thorax, "likely because of a cardiac tamponade." Patient died the day after implant procedure. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.